Manufacturer narrative:
Visual inspection was performed on the returned sensor and no issues were observed. Data was successfully extracted. Visual inspection was performed on the sensor plug. The sensor plug was found to be unseated. The issue is not confirmed due to a use issue.

Event description:
Customer¿s wife reported customer¿s adc freestyle libre sensor would not ¿startup¿ for more than 60 minutes after insertion. Caller further reported that due to this the customer experienced unspecified symptoms of hypoglycemia so caller treated him orally with three pieces of grape sugar. Customer was unable to self-treat. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed, is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s wife reported customer¿s adc freestyle libre sensor would not ¿startup¿ for more than 60 minutes after insertion. Caller further reported that due to this the customer experienced unspecified symptoms of hypoglycemia so caller treated him orally with three pieces of grape sugar. Customer was unable to self-treat. There was no report of death or permanent injury associated with this event.